Event description:
The customer ran a control test on the contour next usb with the contour control, which was the wrong solution. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the control for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
The customer's contour next strips and contour control were returned for evaluation. The control read an average of 180mg/dl high out of range and no readings were marked as control tests. Using the correct inhouse contour next control with the returned strips gave satisfactory performance.